Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3 (device evaluated by MFR), h4 (device manufacture date), h6: the 2.4 device history (lot), part: 323.202, lot: 3584537, manufacturing site: hägendorf, release to warehouse date: 03.nov.2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mm universal drill guide (p/n: 323.202, lot#: 3584537) was returned and received at us cq. Upon visual inspection, it was observed that no defects were identified with the returned components of the device. Functional test: functional test was performed at s&r evaluation. Universal drill failed functional test due to spring being damaged. Service & repair evaluation: the customer reported the device was broken. The repair technician reported the spring is damaged, the cosmetics failed and the cannulation per eng. Dwg with gauge pin failed. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Investigation conclusion: the complaint condition is un-confirmed for the 2.4 mm universal drill guide (p/n: 323.202, lot#: 3584537). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause for the spring damage could be due to device use and sterilization. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of loaner set it was observed that the universal drill guide was broken. There was no patient involvement. This report is for one (1) 2.4mm universal drill guide. This is report 1 of 1 for complaint (B)(4).